Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise. Noise could not be reproduced with arm motions. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019 due to intermittent noise that resulted in over-sensing. The patient did not report any symptoms. The patient was stable prior to and during the procedure.